Manufacturer narrative:
Additional devices associated with this event include:u plc201400/11420801, plc201200/12467643. (B)(4). A review of the manufacturing records for the devices verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2015 this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis featuring c3 delivery system. The patient tolerated the procedure with reported issues achieving hemostatis of the left groin access site. After removal of a gore dryseal sheath, proglide sutures were tied down, but brisk bleeding persisted. A third proglide was deployed, however it did not resolve the bleeding. A cutdown was performed to achieve direct closure. The physician reports there were no access issues or reported deficiencies of any of the gore devices. On (B)(6) 2015, wound dehiscence and infection of the left groin incision was determined. On (B)(6) 2015, the patient underwent a surgical repair and drainage of the incision and sartorius flap with vacuum-assisted wound closure. The patient tolerated the procedure; the cause of the infection is unknown.

Manufacturer narrative:
Additional investigation and review of this event determined that the area of infection for this patient was not associated with the gore® excluder® aaa endoprostheses; and there is no allegation of deficiency against them.

Manufacturer narrative:
A review of the sterilization records for the device(s) verified that the lot(s) met all pre-release specifications.